Manufacturer narrative:
Correction to the fields b5, d1 (brand name), d4 (model number, catalog number, unique identifier number), g5 (premarket/510(k) number) block b3: date of event: date of event was approximated to (B)(6) 2005 (implant date) as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at(B)(6) and was explanted at (B)(6) block h6: patient codes 2422, 1750, 3191 and 1862 capture the reportable events of mesh associated calcifications, mesh erosion, revision surgery/mesh explantation and vesicovaginal fistula. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific coporation that an advantage system was implanted on (B)(6), 2005 and was explanted on (B)(6), 2017. As reported by the patient's attorney, on (B)(6), 2011, patient suffered from a cystocele, rectocele, pelvic organ prolapse, and stress urinary incontinence. To correct these injuries, the patient underwent a sacrocolpopexy procedure using a different manufacturer's mesh devices. On (B)(6) 2017, patient underwent vesicovaginal fistula repair, mesh explantation, stone excision and urinary tract and bladder reconstruction as she was suffering from vesicovaginal fistula, mesh erosion into the bladder and urethra, mesh associated calcifications and stone formation.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2005 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) medical center by dr. (B)(6) and was explanted at (B)(6) medical center by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2005 and was explanted on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2011, patient suffered from a cystocele, rectocele, pelvic organ prolapse, and stress urinary incontinence. To correct these injuries, the patient underwent a sacrocolpopexy procedure using a different manufacturer's mesh devices. On (B)(6) 2017, patient underwent vesicovaginal fistula repair, mesh explantation, stone excision and urinary tract and bladder reconstruction as she was suffering from vesicovaginal fistula, mesh erosion into the bladder and urethra, mesh associated calcifications and stone formation.